Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Remains of tampon material remain inside [foreign body in reproductive tract]. Hurt - vagina [vulvovaginal pain]. Hurt - applicator [medical device site pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - applicator [medical device site discomfort]. Hurt and uncomfortable to apply - tampon applicator [complication of device insertion]. Remains of tampon [device breakage]. Case narrative: consumer reported via social media that the cotton material remained inside. No serious injury was reported.